Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found that the pencil switch did not have tactile response and did not activate in the caog mode. The rocker switch was pushed to one side of the switchbase and remained in the down position, however no activation was possible. The cause was identified as excessive force being applied to the rocker switch after assembly testing. No trend has been identified for this failure mode.

Event description:
The customer reported that the cautery pencil was stuck in the "on" position. There was no patient injury.